Manufacturer narrative:
Date of the report: 13sep2018. (B)(4) international UDI#. Updated contact information. Date received by manufacturer: 25aug2017. A philips fse evaluated the device and confirmed the reported event. The data acquisition board was replaced; the equipment is working and complies with the manufacturer¿s specification. It has been confirmed that the device was not in use when the reported event occurred.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error message of auto-zero failure with proximal option. Patient involvement is unknown. Additional information has been requested.